Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device manufacture date for this product is august 6th, 2015.

Event description:
Boston scientific received information that this lead was suspected to have dislodged from its original implant position. The patient was brought in for non-invasive programmed stimulation and could be induced but not converted. Surgical intervention was performed and the lead was repositioned and tested successfully. No additional adverse patient effects were reported.